Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before surgery an ophthalmic surgical handpiece presented with no torsional and no ultrasound and its cover was damaged. The procedure was completed without any patient harm.

Manufacturer narrative:
The phaco handpiece (hp) was received for this investigation, for evaluation. A visual assessment of the returned sample revealed a damaged cable and discolored connector dot. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The handpiece was found to functionally meet specifications. Therefore, the root cause of the reported event of a phaco power issue is inconclusive. The reported event of a cable issue was confirmed indicating issues with cable reliability. However, based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).